Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that hermetic lumbar catheter, closed tip (ins5010) was used for lumbar drainage to evacuate excess csf on an adult patient. During external lumbar derivation, after use of trocar (included into the kit), and the introduction of derivation catheter with mandrel, it was impossible to remove the mandrel, which finally tore the catheter. The medical team is wondering if the entire catheter was completely removed (did not lose some parts). However, the patient was not injured, but the dysfunction led to increased surgery time (customer did not know for how long). The customer is unaware of how the patient is doing now.

Manufacturer narrative:
The hermetic lumbar catheter, closed tip (ins5010) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, the IFU has the following lumbar catheter warning: ¿to avoid possible transection of the lumbar catheter, the catheter should never be withdrawn thorough the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guide wire if used) must be removed simultaneously." If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.